Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings, low battery alert, no delivery alarms and motor errors from the insulin pump. The customer's blood glucose reading was 490 mg/dl. The customer stated that her pump gave odd errors. The customer stated that the battery was showing 50% full and the pump was stuck on no battery. The customer stated that the pump showed no rewind. The customer was advised to insert a new energizer aaa alkaline battery. The customer stated that there was a motor error in the alarm history. The customer was assisted in performing the displacement test. The customer stated that the test passed. The customer was advised to change out the infusion set. The customer was advised to monitor the pump.